Manufacturer narrative:
The customer did not provide patient demographics such as age, gender, date of birth, weight, ethnicity or race. The access tsh 3rd is reagent was not returned for evaluation. All assay and system parameters were within specification at the time of the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. The cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2019, the customer reported obtaining non-reproducible ftsh2 (access tsh (3rd is)) results for one patient involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4)). The initial elevated access tsh result of 41.56 uiu/ml was released from the laboratory. The customer's normal reference range was not provided. The patient was subsequently administered thyroid medication. There was no additional change to or impact to patient care reported in association with this event. Calibration and quality control were all recovering within expected parameters at the time of the incident. Details regarding sample type, sample handling and centrifugation were not provided. No sample integrity issues were noted.